Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a scd pump. The customer states at the time of inspection, the outer coating of the power cable was broken and the inner copper wires were exposed. There was no pt involvement.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway, upon completion the results will be forwarded.